Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sinus issues, asthma. There was no medical intervention required by the patient the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a sinus issues, asthma. There was no medical intervention required by the patient. The reported event of sinus issues, asthma and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found minimal signs of dust contamination in the humidifier chamber. The manufacturer visually inspected the device internally and found minimal dust contamination in the blower assembly. The humidifier showed a small amount of liquid ingress under the bottom plate. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to h10 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a sinus issues, asthma. There was no medical intervention required by the patient. The reported event of sinus issues, asthma and its reported severity was reviewed by the manufacture's clinical expert. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external part of the device and found white debris in filter inlet of device, debris and residue in bottom of humidifier. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer verified the airflow using power supply and power cord. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section b7 updated and section h6 health effect clinical code, investigation findings were captured incorrectly in previous MDR, which is updated/corrected in this report.